Manufacturer narrative:
The device has been requested for investigation, and a follow-up report will be submitted once investigation results are available.

Event description:
Customer reported that her freestyle freedom meter was reading too high, and she began to have symptoms of nausea and vomiting. She reports receiving a meter reading of 261 mg/dl, and then self-treated with "too much insulin" based on the results, and lost consciousness and had seizures. The paramedics were called, and she was transferred to a local hospital; was diagnosed with severe hypoglycemia and treated with an IV (solution unknown) and glucose tablets. There is no report of death or permanent impairment associated with this event.